Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer disconnected from the insulin pump due to some malfunctions. The customer stated that their endocrinologist advised disconnecting from the insulin pump, and the customer had reverted to manual injections. The customer stated that the device had been excessively alarming no delivery. The customer had removed the battery, but the device kept alarming. The customer's blood glucose was 296 mg/dl. The customer was asked to insert a battery back into the insulin pump. The customer stated that the device alarmed after the battery change. The device was alarming at the time of the phone call. Assistance was provided for clearing the battery out limit, weak battery, and no delivery alarms. Troubleshooting was performed, but was not completed, because the insulin pump was not responding to the button presses. The discontinuation of the device was advised. The customer was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. A battery was inserted multiple times and all of the operating currents were within specification and no unexpected low battery, off no power or battery out limit alarm was noted. The insulin pump functioned properly during the prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.